Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 70% stenosis located in the mid lad. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when trying to advance the device however excessive force was not used when advancing the device. It was reported that during positioning/advancement to the lesion the device failed to cross the shoulder, the device was removed from the patient. It was reported that stent deformation occurred during positioning/advancement to the lesion in vivo. The patient is reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.